Event description:
Caller reported a malfunction on the pump, specifically malf 12, although no notable events occurred prior to this issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump.